Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Purge disc not detected alarmed during cassette change. There was no damage to the blue disc hold observed. The nurse reported that the same alarm presented after cassette replacement twice. The aic was replaced and the alarm resolved. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from after the reported complaint date revealed that the console issued purge disc not detected alarm. The device analysis revealed a broken purge disc flag was identified. The root cause of this issue was a broken purge disc flag. D2 common device name was revised on manufacturer device report in accordance with updated procedures on manufacturer device report 1220648-2025-26543. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26543 as it is unknown if the initial reporter also sent the report to the food and drug administration.